Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was unable to finish the loading process across multiple cartridges. Customer's blood glucose elevated to over 500 mg/dl which was addressed with a manual injection. Customer reverted to manual injections for alternate insulin therapy.